Manufacturer narrative:
(B)(4). The customer reported the unit had no display. There was no reported pt involvement. The customer replaced the power pca to resolve the problem. The device passed all tests and put back into service.

Event description:
The customer reported the unit had no display. There was no reported pt involvement.